Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A lot number was not provided by the customer; however, a potential lot number was determined from a sales history review for this customer. A device history record review was performed on the guide wire from the potential lot and no relevant manufacturing issues were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges the guide wire unraveled during use.

Manufacturer narrative:
(B)(4). Medwatch# (B)(4). Product code: cdc-45703-xp1a (product code reported on the medwatch was incomplete so the sales history for this customer was verified and the product code on this complaint is in their sales history) lot#: unknown - potential lot# from the customer sales history - (B)(4). Additional information requested from the user facility, but not received at the time of this report.

Event description:
The customer alleges the guide wire unraveled during use.